Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the posterior side assessed as a surgical damage and one opening observed on the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Wear abrasion observed. White particles observed on the surface of the shell. Broken observed on plug strap side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.